Event description:
There was no patient in this event. This device malfunctioned because it was depleting pad-paks. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was sent back with the same complaint in (B)(6) 2009. The device had corrosion due to being stored in a damp location. The device has been returned again because it is switching itself on and depleting pad-paks. The pad device was disassembled but no fault was found and the pad-pak was not depleted. A new pad device was given to the user and the old device was scrapped. The user has been told to store the new device in a location where it is protected from adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.